Event description:
Device was explanted due to eos. Interrogation revealed that device hit eos on (B)(6) 2019. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. A number of 87 charging cycles was documented. The amount of charge taken from the battery was verified and found to be normal and as expected. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified. The shock therapy was not available due to the battery depletion. In conclusion, there was no indication of an ICD malfunction. The battery status eos was anticipated.